Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up from the physician was received and it was further reported that the device was reprogrammed to vvir40 to allow for patient's intrinsic conduction and to determine if the patient's cardiomyopathy was pacing induced. Patient returned one month later for follow up and reported feeling the same. The pacemaker interrogation report revealed normal function with fifty per cent rv pacing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the implantable pulse generator (ipg) continually running caused their problem of heart failure. The ipg remains in use. No further patient complications have been reported as a result of this issue.